Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained hyperglycemia with glucose values up to 325 mg/dl for over two hours after a missed and late meal announcement while using an ilet system and subsequently administered 2 units of subcutaneous lispro by pen without disconnecting from the pump, followed by a full supply change; the medical device problem and component details could not be determined due to insufficient information. Symptoms included increased thirst and frequent urination consistent with hyperglycemia. Outcomes included an unexpected medical intervention in the form of additional insulin medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a specific device problem or component-related issue. It was concluded, based on previously established findings for similar reports, that the cause was not established.